Manufacturer narrative:
The reported field event of an inability to communicate with the device was confirmed in the laboratory and was due to premature battery depletion. Based on all available parameter and usage information, device longevity was found to be below the expected limits. With an external power supply attached, the device functioned normally. No high current was detected during testing and the power consumption was normal. The original battery was returned to the vendor for further evaluation and analysis could not conclusively determine a root cause for the premature battery depletion.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that an asymptomatic patient presented for device check when the device interrogation was not possible. Several unsuccessful attempts were made to interrogate the device. The device was explanted.